Manufacturer narrative:
Reported field complaint of low impedance could not be confirmed. The device was received from the field with no visible anomalies. Analysis of the device image showed low impedance on ventricular channel while device was implanted. Analysis performed demonstrated normal device characteristics with battery voltage above elective replacement indicator (eri) and normal load. Longevity assessment was performed and device was within normal range of operation with appropriate remaining longevity.

Event description:
Related manufacturer reference number: 2017865-2021- 36658. It was reported that the patient presented in clinic for follow up. Device interrogation revealed low pacing impedance on the pacemaker and right ventricular (rv) lead. Physician elected to explant and replace the pacemaker and the rv lead. Patient condition was stable.